Event description:
It was reported that a ht70 ventilator had a oxygen sensor test failure during routine preventative maintenance. The condition was resolved by replacing oxygen sensor. There was no patient involvement as the reported issue was found during servicing of the ventilator.